Event description:
It was reported that during a direct stenting procedure in the moderately calcified right coronary artery (rca), the xience v stent delivery system (sds) was unable to cross the lesion. The sds was advanced and removed twice. On the third advancement attempt, the stent dislodged from the sds in the proximal rca. The vessel was rewired and a smaller balloon was advanced to expand and implant the stent in the proximal rca, an unintended site. There was no adverse patient sequela or clinically significant delay in therapy. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. No pre-dilatation performed and re-insertion of sds against instructions for use. It was not possible to perform an analysis on the product because it was not returned to abbott vascular for investigation. It should be noted that the xience v / xience nano everolimus eluting coronary stent system instructions for use (IFU) states: pre-dilate the lesion to be treated with a percutaneous transluminal coronary angioplasty (ptca) catheter. Failure to do so may increase the difficulty of stent placement and cause procedural complications. Additionally, the IFU states an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. In this case, the reported use errors likely contributed to the reported event. The inability to advance / cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support, and is typically not associated with a product quality deficiency. To ensure this type of event is not the result of a product deficiency, the profile dimensions on all stent delivery systems (sds) are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, factors that can contribute to stent dislodgement include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, handling of the stent during prep, and interaction with the lesion/anatomy and accessory devices. To ensure this type of event is not the result of a product deficiency, all sds are inspected for proper stent placement, stent damage, and crimped stent outer diameter on the manufacturing line. Additionally, a sampling of units is destructively tested to verify stent placement/security and stent deployment prior to lot release. There was no report of any damages noted to the stent delivery system or stent implant during inspection prior to use, which suggests that a product deficiency did not contribute to the reported event. It is most likely that the failure to advance/cross the lesion occurred as a result of interactions with the calcified lesion. The stent implant most likely became disrupted on the balloon and subsequently dislodged as a result of multiple withdrawals and advancements into the anatomy. The device lot history record was reviewed and a query of the complaint handling database was performed and there is no indication of a product quality deficiency.